Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from alinity I processing module and provided the following data that occurred on (B)(6) 2025: sample ID (B)(6) result was 86.9 ng/l a second sample from the same patient (sample ID (B)(6) result was 7.9 ng/l the customer then repeated the first sample (sample ID (B)(6) and the result was 10.8 ng/l. Patient information: 79-year-old male. There was no reported impact on patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from alinity I processing module and provided the following data that occurred on (B)(6)2025: sample ID (B)(6) result was 86.9 ng/l. A second sample from the same patient (sample ID (B)(6)) result was 7.9 ng/l. The customer then repeated the first sample (sample ID (B)(6)) and the result was 10.8 ng/l. Patient information: 79 year old male. There was no reported impact on patient management.

Manufacturer narrative:
Section h11 is corrected. The following is the corrected content: the alinity I processing module was evaluated. A clot was observed in the wash cup baffle. It was determined that multiple parts required cleaning and realignment. The module function was verified with a control/precision run. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity I processing module, serial number (B)(6) with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the alinity I processing module as it relates to the reported event. Labeling was reviewed and was found to address the reported event. Based on the investigation, the product performed as intended at the customer site and no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) .

Manufacturer narrative:
The alinity c processing module was evaluated. A clot was observed in the wash cup baffle. It was determined that multiple parts required cleaning and realignment. The module function was verified with a control/precision run. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity I processing module, serial number (B)(6) with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the alinity I processing module as it relates to the reported event. Labeling was reviewed and was found to address the reported event. The investigation determined the injury was associated with the actions taken while servicing the analyzer. Based on the investigation, the product performed as intended at the customer site and no systemic issue or deficiency of the alinity I processing module, serial number (B)(6).

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from alinity I processing module and provided the following data that occurred on 22 dec 2025: sample ID (B)(6) result was 86.9 ng/l a second sample from the same patient (sample ID (B)(6)) result was 7.9 ng/l the customer then repeated the first sample (sample ID (B)(6)) and the result was 10.8 ng/l. Patient information: 79-year-old male. There was no reported impact on patient management.